Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain additional information; however, there was no response. If information is received at a later date, this complaint will be re-opened and update accordingly. The power supply was returned to failure investigator (fi) lab for evaluation. Visual inspection of the returned power supply revealed no evidence of damage or contamination. The power supply was installed in the fi test ventilator. An operational test was performed and passed. The ventilator power up from ac and unit delivered breaths. Ac led indicator is activated. The ventilator was charging the led indicator illuminate when fi test discharge backup battery is connected. The power supply charging voltage output is within the specification. The charging led indicator deactivate when backup battery was fully charges and ventilator power up from backup battery and deliver breaths. The ventilator was transitioning 20 times from ac to battery; no faults were generated when ac power is removed. Post was executed twenty-five times without generating any failures. The ventilator operates for two hours without failures. The determination could not be made that the device failed to meet specifications. It is unknown if the device is being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem.the root cause for the reported issue could not be determined due to no failures were identified.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit has rebooting issues. Patient involvement is unknown.